Manufacturer narrative:
The implant was visually inspected using a microscope with 10-20x magnification. The coronal portion of the implant was received with the abutment still affixed with the abutment screw. The abutment and abutment screw were still intact. The implant was fractured at approximately the 3rd external thread from the collar. There were markings on the implant collar and external threads, which may have been caused by forceps during the removal from the patient. The pir indicated the implant failed more than 5 years after placement. Since no manufacturing defects were observed, the fracture was most likely caused by fatigue of the material over many chewing cycles and/or excessive chewing loads that exceeded the implant''s mechanical strength.

Event description:
Implant fracture.